Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided by the reporting facility for further evaluation. Visual examination of the photo did not confirm leakage or detaching of the set. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 8: customer reports that the sets are leaking at the bottom of the filter chamber and others have tubing that detaches below the pump. No injury reported.